Event description:
Pt implanted approx one and a half years ago, 2010, with dhhs, x-ray, date unk, showed the dhhs was broken. Pt is a schizophrenic. Due to the pt's condition and the pt's consent of lack thereof, it has not been determined if the implant will be removed.

Manufacturer narrative:
Implanted approx 1.5 years ago, 2010. Without a number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.